Manufacturer narrative:
Analysis was performed by philips remote service engineer (rse) who interviewed the customer and assisted with troubleshooting the unit. It was confirmed the nurse found a loose connector via phone support. The power was reconnected. After a power test of the ward, the central station did not boot up automatically. The rse had the customer do a manual reboot of the central station, it was then that the central station booted and it started the monitoring application. Based on the information available in the case, the cause of the reported problem was confirmed to be a loose connector. The reported problem was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that alarms were no longer being displayed. The device was in use on a patient at the time of the event, there was no adverse event reported.